Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0302915. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was leakage while using the bd posiflush¿ normal saline syringe. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the end of the patient's infusion at 10:00 p.m. On october 12, when the nurse was sealing the IV indwelling needle at the back of the patient's hand, she found a leak at the front end of the pre-filled catheter washer that she was going to use, and immediately replaced the washer with a new one to flush the patient without causing any harm to the patient."